Event description:
Patient presented with pain, x rays revealed fracture line involving the lateral aspect of the implant at the midportion of the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.